Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 12. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, swelling, abscess and inflammation. No further patient complications were reported.